Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/16/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. Reportedly, the patient is a pediatric using an adult receiver. No additional patient or event information is available. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.